Event description:
It was reported that the system 5 dual trigger rotary handpiece would not turn off during testing or set up prior to a procedure at the customer facility. The device was then returned to stryker instruments for service, and during failure analysis it was noted that when the reverse trigger was pulled, the handpiece would oscillate. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 5 dual trigger rotary handpiece would not turn off during testing or set up prior to a procedure at the customer facility. The device was then returned to stryker instruments for service, and during failure analysis it was noted that when the reverse trigger was pulled, the handpiece would oscillate. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed. It was found that the handpiece would run on its own without activation due to a pin stuck to the forward trigger magnet that wedged the trigger into the run position the safety lever could not be switched between modes because the forward trigger was depressed into the handpiece slightly.